Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer was hospitalized for hyperglycemia and ketoacidosis. Pump was removed and insulin perfused. Afterwards, blood glucose level was ok. Approximately two days later, customer started her own pump and the blood glucose values went up. Customer was transferred to the intensive care unit again. Then she got a replacement pump and afterwards blood glucose level was ok. Her diabetes specialist assumes that the pump didn't deliver insulin correctly. The pump was requested to be returned for evaluation.